Event description:
On (B)(6) 2011, a vns implanting surgeon reported that the vns pt had high lead impedance. The pt went for surgery that day to have her battery changed prophylactically but it did not resolve her high impedance. The surgeon reinserted the connector pin again to see if that resolves the issue, but high impedance was still present. The pt will be referred for another surgery to do a lead revision surgery. The surgeon said that the pt first presented with high impedance on (B)(6), 2011, and he is not aware of any circumstances that may have caused the high lead impedance. Explanted product return for product analysis has been requested from the hospital; however, it has not been received. The MFR's consultant reported that the physician is not having the pt get x-rays taken and that right now, there is no lead revision surgery scheduled for the pt. The physician said that prior to surgery, the pt was experiencing an increase in seizures, below pre-vns baseline levels, which is why, along with the high impedance, that the pt went for surgery on (B)(6) 2011. Add'l info has been requested from the physician but no further info has been received to date. If add'l info is received, it will be reported.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.